Event description:
Shortly after implant, this pt developed an infection and had to be hospitalized. The pt stated that they were treated with antibiotics and released after three or four days. The pt has had no other issues with the endograft.